Event description:
Procedure: urogynecological. According to the reporter: the scrub tech loaded the endostitch reload and handed the device to the surgeon. The surgeon went to toggle the device and the handle became detached from the device.

Manufacturer narrative:
(B)(4).